Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils had migrated out of her fallopian tube') in a 35-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), infection ("frequent infections"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain") and migraine ("excessive migraine headaches"). At the time of the report, the device dislocation outcome was unknown and the infection, abdominal pain, abdominal distension, abnormal weight gain and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, device dislocation, infection and migraine to be related to essure (ess205). The reporter commented: insertion date was (B)(6) 2006 (previously it was reported as (B)(6) 2010). Plaintiff has never experienced any of reported events prior undergoing essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram in (B)(6) 2015: results: one essure coil migrated out of fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils had migrated out of her fallopian tube') in a (B)(6) year old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) dec 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), infection ("frequent infections"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain") and migraine ("excessive migraine headaches"). At the time of the report, the device dislocation outcome was unknown and the infection, abdominal pain, abdominal distension, abnormal weight gain and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, device dislocation, infection and migraine to be related to essure (ess205). The reporter commented: insertion date was (B)(6) 2006 (previously it was reported as (B)(6) 2010). Plaintiff has never experienced any of reported events prior undergoing essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram in (B)(6) 2015: results: one essure coil migrated out of fallopian tube. Quality-safety evaluation of ptc: sample are not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record . The quality unit was unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received: essure insertion date updated as (B)(6) 2006 (previously reported as (B)(6) 2010). Product coding was updated to essure (205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.